Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the change in therapy was due to an "underlying medical diagnosis" which was new. The patient's current programming was good and the patient was following up with a specialist regarding the new diagnosis. No further complications reported.

Manufacturer narrative:
Date of event: date inaccurate, only they year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell about 3 months ago and since then had a change in pain and relief. The patient had multiple appointments scheduled to assess their leads but had to reschedule due to being bedridden. They had an MRI a few weeks prior to the fall but hasn't had images since then. The representative planned on seeing the patient on 2019-may-03. No further complications reported.